Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct the date of "g4: date received by manufacturer" in the initial report submitted on (B)(6)2020. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the information from olympus europa k.g (oekg), omsc concluded that the reported event was not reportable event. ---corrected information--- the date of "g4: date received by manufacturer" was "(B)(6)2020".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
During the maintenance at the facility, the subject device was turned on, then the error e304 which indicated light guide connection error was displayed on the touch panel of the subject device. Olympus (B)(4) checked the subject device and found that the electrical circuit board located upper the output socket had been damaged and corroded due to the ingress of unspecified liquid. (B)(4) stated that there was the possibility that the ingress of the liquid into the subject device was attributed to the inappropriate handling by the user. (B)(4) also stated that the subject device functioned correctly after the exchange the electrical circuit board to new one. There was no report of patient injury associated with the event.